Event description:
It was reported that during a hepatectomy procedure, the teflon from the jaw of the instrument fell off. The pad fell into the patient and was retrieved with a grasper. Another device was used to complete the case. There were no adverse consequences to the patient. Device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.